Manufacturer narrative:
Device evaluated by manufacturer - product consisted of a sterling es balloon catheter with no original packaging or other devices. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole located near the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified common iliac artery. The 2.0x20mm 143cm sterling es mr balloon was inflated to 10 atm, physician noticed that the balloon was leaking at 10 atm and the balloon burst on the first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified common iliac artery. The 2.0x20mm 143cm sterling es mr balloon was inflated to 10 atm, physician noticed that the balloon was leaking at 10 atm and the balloon burst on the first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient status is good.